Event description:
Philips received a complaint on the mx40 1.4 ghz smart hopping device indicating that the local audio is off and the device requires repair. The device was in clinical use at the time of the event. No adverse event was reported.

Manufacturer narrative:
The device has not yet been returned for repair. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
A philips remote clinical application specialist (cas) spoke with the customer. The issue was clarified to indicate that the customer was getting a local alarm audio is off banner. The customer was advised that the local alarm audio is off when the alarm volume symbol is present next to the time. As found on page 18 of the intellivue mx40 instructions for use, release c.01, part number 4535 649 31761, the local audio off message is displayed as a reminder that alarms are never annunciated on the mx40 in telemetry mode. The banner is expected and does not indicate a malfunction. The reported problem was not confirmed.